Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 8/31/2016 with the following findings: the black box contain no por. Time and date reset to default was duplicated during investigation. Pump was open to investigate, the internal battery component was leaking. Dim / pink/display. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and dim display. This report is made based on the results of an investigation completed on 8/31/2016.